Manufacturer narrative:
(B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address dislocation. The original 42mm standard glenosphere was exchanged for a 42mm eccentric glenosphere and the original size 42 +6mm high mobility humeral cup was exchanged for a size 42 +6mm retentive humeral cup. Doi: (B)(6) 2018, dor: (B)(6) 2018, left shoulder.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.